Event description:
It was reported that the ventilator could not reach the inspiratory volume. Patient involvement was unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number: 8010042-2022-01609.

Event description:
Manufacturer's ref. #: (B)(4).